Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the tubing was defective with a bd nexiva¿ closed IV catheter system. The following information was provided by the initial reporter, translated from portuguese to english: damaged blood flow connection.

Event description:
It was reported that the tubing was defective with a bd nexiva¿ closed IV catheter system. The following information was provided by the initial reporter, translated from portuguese to english: damaged blood flow connection.

Manufacturer narrative:
H.6. Investigation summary: received a 20ga nexiva unit within an open package from lot 8197833. A review of the device history record revealed no irregularities during the manufacture of the reported lot. Visual examination: the unit received had the extension tubing detached from the port of the winged adapter. Traces of cured adhesive were observed in the outer area of the winged adapter¿s port. No adhesive was found on the extension tubing end. Conclusion(s): manufacturing - the device failure was due to an insufficient amount of adhesive in the extension tubing/ adapter joint. This defect is created at the new zone 8 adhesive dispense station. When the adhesive dispenser tips become misaligned, adhesive is not dispensed in the proper location leading to an insufficient amount of adhesive in the tubing/adapter port joint. This failure mode of the process was introduced by the new station design, and the 100% adhesive presence vision system was not capable of detecting these failures. The manufacturing department identified the issue and took immediate corrective action on 11 sep 2018 by upgrading the vision system on both production lines to be able to detect adhesive that was not in the correct location. Holders for the adhesive dispense tips were added to the machine on 26 sep 2018 to better protect the tips from damage and becoming misaligned. CAPA 684099 has been initiated to further investigate this issue. Msas for the adhesive visual inspection were conducted on line 1 on 15 march 2019, line 2 on 10 april 2019, and line 3 on 3 may 2019. H3 other text : see section h.10.